Manufacturer narrative:
Product analysis #208952363 evaluation process: performed visual inspection on unit per tcl-514-900008. -unit has scratches down to the exposed metal. Performed baseline functional testing per tcl-514-900008. -no issues reported. Unit delivered correct levels of rf energy to rated loads in all modes and across all power levels. Root cause: report of higher than rated cut output power for cut levels 4 and 5 could not be confirmed in the service department. The unit delivered prescribed power (within 20% tolerance) to rated loads in all modes across all power levels. The scratches on the enclosure paint down to the exposed metal are due to rough handling in the field. (B)(4).

Event description:
During a routine preventative maintenance check, the biomed department at the hospital reported that the generator was found to have high output on cut 4 and cut 5. All other settings were within specification. No patient impact.

Event description:
During a routine preventative maintenance check, the biomed department at the hospital reported that the generator was found to have high output on cut 4 and cut 5. All other settings were within specification. No patient impact.

Manufacturer narrative:
(B)(4). Method: product received by manufacturer and pending inspection. Results: product received by manufacturer and pending inspection. Conclusion: product received by manufacturer and pending inspection. Product event: (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.